Event description:
It was reported the health care provider (hcp) had to replace a lead for a trial patient due to one open electrode. The lead with the open electrode was discarded. During the event the patient was feeling stimulation all the way up to 10.0v. They replaced the multi-lead trial cable (mltc) and it did not resolve the issue. They then replaced the external neurostimulator (ens) and the issue resolved. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).